Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The customer was sent a power status overlay. The field service engineer replaced the rp-overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported by the international customer that the ac supply indicator not blowing. No patient involvement.